Event description:
The autopulse platform (sn (B)(4)) functioned as intended when used for the patient. After the patient call, the customer swapped the lifeband, and upon powering on, the autopulse platform generated a clicking sound continuously. The lcd screen was blank, and the lcd backlight did not light up. The customer tried to troubleshoot by using multiple autopulse li-ion batteries; however, the reported issue persisted. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) generated a clicking sound continuously, and the lcd screen was blank" was confirmed when the autopulse platform was powered on to perform functional testing. The customer-reported complaints' root cause was a defective processor board, likely attributed to a defective component. Upon visual inspection, no physical damage was observed. Zoll service personnel powered on the autopulse platform to perform functional testing and observed a continuous clicking sound and blank lcd, thus, confirming the customer-reported complaint. Functional testing could not be performed because the autopulse platform failed to boot up during the initial power-on test, unrelated to the reported complaint. Also, the archive data could not be recovered due to the processor board being unable to boot up. The processor board was replaced to address the customer-reported complaint and the observed issues during the functional testing. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).